Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid left anterior descending artery. Pre-dilatation was done with an unspecified semi compliant balloon catheter. A 3.0 x 38 mm xience alpine stent was then implanted. The stent delivery system did not meet any resistance during advancement; however, the stent struts became flared when the stent delivery balloon was inflated at 14 atmospheres. Therefore, a 3.0 x 12 mm xience alpine stent was implanted to appose the stent to the vessel wall and successfully complete the procedure. Timi iii flow was achieved. There was no adverse patient sequela reported. No additional information was provided.